Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for 1 patient tested with roche cardiac troponin t test strips on a cobas h232 instrument. On (B)(6) 2018 the patient had a troponin t result of 751 ng/l on the h232 instrument. On (B)(6) 2018 a new sample was obtained. The result at 1:36 p.m. On the h232 instrument was 607 ng/l. At 5:01 p.m. The result on the h232 instrument was 643 ng/l. On (B)(6) 2018 the same sample was tested multiple times on a cobas e 411 immunoassay analyzer and the troponin t high sensitive results were < 3.00 ng/l with a data flag. The sample was tested on (B)(6) 2018 on the e411 analyzer and the result was 0.007 ng/ml. The results from the h232 instrument were reported outside of the laboratory where they were questioned by the doctor. The results from the e411 analyzer were also reported outside of the laboratory and they were not questioned. Qc results from the h232 instrument were acceptable. There was no allegation that an adverse event occurred. The instrument and test strips were requested for investigation. The h232 instrument is not approved for distribution nor is like or similar to a product approved for distribution in the united states. The h232 instrument serial number was not provided.

Manufacturer narrative:
The h232 instrument serial number was (B)(4). The unique identifier (UDI)# was updated: (B)(4).

Manufacturer narrative:
The meter was returned. No abnormalities were visually observed. During an internal quality control check, the high level failed. The investigation is ongoing.

Manufacturer narrative:
The meter was taken apart and investigated further. There was abrasion observed on the mirror inside of the meter due to the strips. Investigations are ongoing.

Manufacturer narrative:
Relevant retention material roche cardiac t quantitative strip lot 24725210 was measured on a qualified cobas h232 with: three native blood samples and one spiked blood sample (c=700 ng/l), each blood sample n=three test strips. The blood samples were measured on a cobas e411 analyzer. Mean of the measurements on the qualified cobas h232: first native blood sample: <50 ng/l, second native blood sample: <50 ng/l, third native blood sample: <50 ng/l, spiked blood sample (c=700 ng/l): 687 ng/l . Cobas e411 measurements: first native blood sample: <3.00 pg/ml, second native blood sample: <3.00 pg/ml , third native blood sample: 3.79 pg/ml, spiked blood sample (c=700 ng/l): 680.1 pg/ml . The results of all measurements fulfill the requirements.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.